Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that during this upgrade procedure, this lead was no longer needed and therefore, was going to be explanted. However, the lead became stuck in the clavicular area. The physician tried multiple tools to remove the lead but was unsuccessful. The lead was advanced back into superior vena cava (svc) and surgically abandoned. The upgrade procedure was completed without incident.